Event description:
On (B)(6) 2012, the lay-user/patient contacted animas via email alleging button issues with a pump. The patient did not allege any harm or injury because of the reported issue. On (B)(6) 2012, the patient contacted animas back and provided additional information regarding the alleged complaint. The patient claimed that the pump was not responding properly to audio bolus button presses. The alleged issue was not resolved with troubleshooting. The pump was out of warranty. The patient was working with the sales department to get another pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. The torn bolus button is obvious and detectable and should alert the user to discontinue use of the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. Evaluation revealed that the contrast keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the contrast and up arrow key contacts. There was evidence of keypad contamination found under the contrast and up arrow key contacts.